Event description:
It was reported that the user received a low glucose alert overnight after going to bed with a blood glucose of 107 mg/dl, and the ilet delivered approximately 4 units of insulin leading to subsequent glucose readings of 68 mg/dl and 53 mg/dl; the user questioned why the system dosed insulin at that glucose level, and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included oral carbohydrate treatment. Investigation included user interview and troubleshooting. Investigation of this case revealed that the cause of hypoglycemia remained unclear. It was concluded that the event was user-reported hypoglycemia with undetermined cause and no device malfunction identified based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.